Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the device has yet to be completed.

Event description:
Report received of a damaged oxygen sensor. The ventilator was not on a patient at the time of the event, no additional information available at this time.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen sensor.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.